Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown; however, the did have a blood glucose of 410 mg/dl at one point. The hyperglycemia had not been treated by the time of phone call, but the customer planned to treat with syringes. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was protruded. Additionally, the customer's mother reported blank display issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed the displacement test, but alarmed motor error during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart error and prime tests, or verify the compromised force sensor system alarms due to the motor error alarms. The pump was received with normal operating currents and passed the off no power and self tests. No damage on the lcd isolation tape was noted. No unexpected black dot anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a scratched reservoir tube window, a cracked lcd window and a cracked reservoir tube lip.